Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained oversensing and myopotential oversensing was noted on the right ventricular (rv) channel. Technical support was contacted and recommended reprogramming. Additional information requested but not yet received. Patient was in stable condition.